Event description:
Customer reported that the insulin pump is not delivering the right amount of insulin. Customer stated infusion sets have to be changed after a day and a half. It was reported that the insulin pump did not alarmed no delivery. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.